Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken grip tip at the midpoint of the grip. A piece measuring approximately 0.427" x 0.161" was found to be broken off. The broken piece was not returned.

Event description:
It was reported that during central processing the tip-up fenestrated grasper had a broken tip. There was no patient involvement.